Event description:
Customer reported the system alarms when plugged in or turned on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation power controller board. System operates as intended. (B) (4)